Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl and high bg of 513. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed low bg by consuming carbohydrates and glucose tablets. The elevated bg was addressed by a correction bolus via the pump. Customer updated the correction factor to address the event.